Event description:
It was reported that the patient was referred for replacement due to low battery. Clinic notes dated (B)(6) 2016 indicated that the patient¿s seizure activity has increased and he did not feel vns stimulation when he swipes the magnet. It was also noted that the vns was unable to be interrogated three times and the generator is fully depleted / end of service. They were unable to test diagnostics. A battery life calculation was completed which does not support an end of service condition at the time of the event in (B)(6) 2016. Per the explanting facility's policies, the generator will not be returned for analysis. No additional or relevant information has been received to date.